Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent bariatric surgery on an unknown date and reservoir was attached to a drain. Following the procedure, the surgeon requested the patient attend the clinic for removal of the drain. A plastic part was found in the reservoir and it was reported that it may be the anti-reflux valve. There was no adverse patient consequence.